Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the header and lead barrels noted no irregularities. All seal plugs were intact, and all seal ring marks indicated full lead insertion in all lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. All the set screws operated normally. A review of device memory identified seven shock lead open faults on (B)(6) 2019 and two on (B)(6) 2019. Tachycardia mode was not reprogrammed off at the time of explant (post-mortem). There were fifteen shock lead open faults following explant until the tachycardia mode was programmed off on (B)(6) 2019. Manual impedance testing was performed on the shock outputs. Commanded lead impedance testing noted rv coil to can (48 ohms), rv coil to ra coil (49 ohms), ra coil to can (48 ohms). The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of device stored data by a technical service consultant found that the high voltage or shock impedances were noted to be in the 100 ohm range until approximately october 2018 when a gradual rise in the high voltage was noted. A graphic display of the shock impedances since (B)(6) 2018 to (B)(6) 2019 were reviewed. Episode v-56 was recorded on (B)(6) 2019 at 04:10 am and all therapy had been delivered one minute and 30 seconds later. The ventricular arrhythmia was accurately sensed and detected. Antitachycardia pacing (atp) was delivered without any change to the rhythm. The device charged and attempted to deliver a shock; however, the lead impedance was measured at over 125 ohms. The arrhythmia was appropriately re-detected and eventually eight 41 joule shocks were attempted. Because of the high impedance condition at the time of these attempted shocks, the full amount of energy was not delivered. The device was programmed to reverse polarity on the last shock delivered and this attempt also showed the high impedance open circuit condition. It was concluded that sensing and detection of the arrhythmia were appropriate. There was an out-of-range impedance noted on the shock lead for several months prior to the patient's death. The open circuit condition on the lead led to less than full energy delivery on (B)(6) 2019.

Event description:
It was reported that this boston scientific sales representative contacted boston scientific technical service on (B)(6) 2019. The sales representative reported that this patient had died and a code 1005 was displayed when this device was interrogated post-mortem. The sales representative had been informed by the coroner that this patient had died at 2:00 am. However, a review of the episode detail listed the episode at around 4:00 am. The technical service consultant explained code 1005 and that an open circuit was detected. The sales representative commented that the lead trend showed impedance of approximately 110 ohms but increase to 174 ohms. The local representative was informed that this may indicate a lead issue. This chronic lead had been implanted since 2010. The episode detail was reviewed which showed that there was a shock fault with each shock delivered. This indicated that an open circuit (greater than145 ohms) was detected each time a shock was attempted (8 total). The explanted device was received at boston scientific return product department. Laboratory testing and product performance engineering assessment was completed on (B)(6) 2019. Additional information was received from the local representative on (B)(6) 2019 who reported that the coroner estimated that the time of death was between 0200 and 0400 on the date of the code 1005. A review of the device stored data was completed by boston scientific technical service on (B)(6) 2019.

Manufacturer narrative:
The device was received at boston scientific return product department and is currently undergoing detailed analysis to determine root cause.

Event description:
It was reported that this boston scientific sales representative contacted boston scientific technical service on (B)(6) 2019. The sales representative reported that this patient had died and a code 1005 was displayed when this device was interrogated post-mortem. The sales representative had been informed by the coroner that this patient had died at 2:00 am. However, a review of the episode detail listed the episode at around 4:00 am. The technical service consultant explained code 1005 and that an open circuit was detected. The sales representative commented that the lead trend showed impedance of approximately 110 ohms but increase to 174 ohms. The local representative was informed that this may indicate a lead issue. This chronic lead had been implanted since 2010. The episode detail was reviewed which showed that there was a shock fault with each shock delivered. This indicated that an open circuit (greater than 145 ohms) was detected each time a shock was attempted (8 total).